Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Device event log reviewed- no shock delivered. The returned monitor passed both isl (safety) and eit (performance) testing. Therapy cable passed safety but failed eit. The service error code indicates a disconnection in one or more of the therapy cable wires used to deploy the gel. This is a wiring issue typically related to therapy cable damage. Cable damage/breakage due to field stress and usage is anticipated as an occasional occurrence. Will continue to trend for future occurrences. UDI related data quality update. Revised section h5 to labeled for single use? "Yes".

Event description:
Patient called in to report continuous service error code. Customer care attempted troubleshooting by rebooting it multiple times but was still unable to resolve the issue. The unresolvable alert preventing active status indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.